Event description:
The customer reported that during a laparoscopic hysterectomy, it was found that the pt had a minor burn when the surgical drapes were removed from the pt. The device had been placed on the drapes where the pt received the burn during the procedure. The burned area was treated with ointment and the pt is said to be fully recovered.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.